Manufacturer narrative:
The reported event was unconfirmed. Bench testing was performed, which included an impedance measurement, and the device showed normal function. The device was noted to have reached the normal elective replacement indicator (eri) and end of life (eol). No anomalies were observed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced uncomfortableness or pocket stimulation around the device and wanted the device removed. Also, the patient's ejection fraction had improved and the device was no longer needed. The device was explanted and replaced. There were no patient consequences.